Event description:
Related manufacturer reference number: 2017865-2023-17612. Related manufacturer reference number: 2017865-2023-17613. It was reported that the patient presented in clinic with an infected pocket. There was a lack of slack noted on both leads. On (B)(6) 2023, the physician explanted the pacemaker, the right ventricle (rv) lead, and the atrial (ra) lead. The patient condition was stable